Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, the team was unable to observed excessive lubricant on the 1ml plunger as the photo provided was not clear. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. This syringe part was manufactured at bd canaan and they completed a supplemental investigation on this nonconformance. As the photo was unclear, they were unable to determine a potential root cause.

Event description:
It was reported when using the bd eclipse¿ bd luer-lok¿ syringe with detachable needle there was foreign matter on or in the device syringe or any fluid path component. It was reported the foreign matter event affected 936 devices. The following information was provided by the initial reporter. The customer stated: there was "excessive plunger lubricant."